Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and magnetic evaluation of the returned device. Visual analysis of the returned sample revealed a hole and reddish material inside of the pebax in the smart touch sf catheter. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. A manufacturing record evaluation was performed for the finished device 30462474m number, and no internal action related to the complaint was found during the review. Even that no force issue was observed, it should be noted that for product force failure, the instructions for use contain the following information in the carto 3 system manual that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The customer complaint regarding high force issue was unable to duplicate during the product investigation. However, the damaged pebax could be related to force issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, but this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside. During the procedure, zeroing was conducted but the force displayed as hi. The cable was changed but the display became unstable. The catheter was replaced and the procedure was completed without patient consequence. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.